Event description:
The patient reported that a lead broke. The patient indicated that they were rushed to the hospital and a code blue was called. The patient indicated that "my main wire burst." The patient indicated that the lead was fixed. Follow up was performed with the physician. The physician had no information regarding the patient's broken lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: 6949 implantable tachy lead: (B)(6) 2007. 5068 implantable pacing leads x2: (B)(6) 1998. D154awg implantable cardioverter defibrillator: (B)(6) 2007. (B)(4).